Event description:
The patient was having an egd with capsule insertion. The scope was removed from the patient to apply the capsule. When we tried to pass the delivery device down the port, the yellow protective cap for end of device bent. The yellow cover bent several times.